Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6) , ubd: 12-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. At the time of this report, the pump was used to deliver gablofen (baclofen) 500mcg/ml at 454.75mcg/day. It was reported that the patient's new catheter was placed in (B)(6) 2025. The neurosurgeon did a side port aspiration after the new catheter was placed and was able to pull cerebrospinal fluid (csf) from the side port. The rep was not sure of the date of the procedure.